Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired for second time on the cholangiogram catheter. Every clip fired afterwards would fall from the jaws of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no impact to the patient. The device was discarded.